Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited high capture threshold. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.